Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma.

Event description:
Patient reported a ¿capsular contracture baker grade unknown" and "seroma" via ultrasounds and magnetic resonance imaging (MRI). This record is for the right side. Device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿seroma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported a ¿capsular contracture baker grade unknown" and "seroma" via ultrasounds and magetic resonance imaging (MRI). This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3., a.4.

Event description:
Patient reported a ¿capsular contracture baker grade unknown" and "seroma" via ultrasounds and magnetic resonance imaging (MRI). This record is for the right side. Device was explanted and replaced. It is unknown if the device will be returned.